Event description:
The reporters, son and daughter, stated that their father in india had gotten repeated erl messages earlier this year, and understood that it could mean blood glucose over 500 mg/dl. The reporters stated that their father went to the local hospital where his blood glucose tested at 540 mg/dl. Saline solution was administered, and his doctor changed his medication based on the high blood glucose result. The daughter reported that his blood glucose reading was <300 mg/dl when he left the hospital.